Manufacturer narrative:
Results: bd received three open trays from bd (B)(4) and reported to be from batch # 7086586 (p/n 309702). The samples were visually evaluated. Two empty trays contained light brown fibers. One fiber appeared to be from cardboard and the other fiber appeared to be hair. Both fm fibers were greater than level 3 in size which is a rejectable condition. The third tray contained syringes. Syringes were evaluated - no defects observed. The tray contained a light brown particle taped to inside bottom of the tray. The fm observed appears to be a piece of cardboard greater than level 3 in size, which is a rejectable condition. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to CAPA # (B)(4). Conclusion: CAPA #128948 exists to investigate fm on this machine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside a 3 ml bd luer lok¿ syringe prior to use. There was no report of injury or medical intervention.